Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that within the past year or so when the clinic connected to patient's pump it would show a motor stall. The motor would recover, but the pump was explanted because they were unsure why the logs were showing motor stall.